Event description:
Rptr diagnosed with hay fever allergies (1982), interstitial cystitis (1984), osteitis pubis (1985), guillain-barre syndrome (1989). Plus: capsular contracture of both breasts. Pain across left breast. Severe bone & muscle pain. Profound fatigue. Paraesthesia when muscles tire. Dental problems (broken teeth; abscesses). Frequent respiratory infections. Bowel dysfunction. Short-term memory loss. New symptoms which onset 1994: severe chest pain, nausea, & both presyncope & syncope. Fully disabled from 1985 to the present. Spent a yr in a wheelchair due to guillainbarre, & still require a cane.